Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump was squirting out insulin during the manual prime process. Also, the pump alarmed and unexpected restart. The customer's blood glucose was unknown. The customer stated they had a cracked drive support cap. The customer stated he would press the button to prime and it would just push all the insulin out and never give numbers or let him escape and then he would have to rewind again. The customer will call back to complete troubleshooting.